Event description:
It was reported that during a percutaneous intervention (pci) procedure, the gauge did not increase. At an unspecified time during the procedure, the gauge of an encore 26 inflation device was unable to increase after 20 atms. No abnormal sound or resistance on manipulating was found. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4)